Event description:
This case was assessed as non-serious based on initial information received from a consumer on (B)(6) 2011, and upgraded to serious based on additional information received from food and drug administration on (B)(6) 2012: a (B)(6) female received poly-l-lactic acid (sculptra aesthetic) (lot# and expiration date unknown while under anesthesia for an eye lift, for a more youthful appearance and more youthful eyes, one time on (B)(6) 2006. She started to have problems in the latter part of 2007 and it progressively got worse. Hard rock like lumps started forming on her face and moving to all areas and some gathered together crating larger lumps. She had no clue that it could possibly be poly-l-lactic acid, as it was supposed to be gone by this time. She waited longer to see if they would go down or disappear, but they didn't; instead they grew bigger. She went to a well-known local dermatologist and he could not tell her hat it was. He immediately, within the hours sent her to another dermatologist surgeon to perform a biopsy. The biopsy was performed on (B)(6) 2009 and the biopsy showed: nodular collection of 2009 and the biopsy showed: nodular collection of sarcoidal type granuloma with axuberant polarizable foreign body material. This sarcoid-like granulomatous response represents a delayed type of hypersensitivity reaction. At this time she thought it can't be possible poly-l-lactic acid is still in her face causing all these problems. On the internet, she found in (B)(6), saline solution was injected into the lumps to dissolve them. She made an appointment with the certified plastic surgeon that injected her with the poly-l-lactic acid and he was immediately defensive and said it couldn't be poly-l-lactic acid. It is supposed to be gone and he had never had a patient with this problem and has never heard of it before now. She advised him what she found on the internet about injecting the lumps with saline. The doctor did and had her come back several times to inject them. She stated there was a lump in her cheek the size of a quarter and the lump and others did reduce in size and some disappeared, but some didn't with the treatment. She had two spots on the right side of her eye which started as one lump but after being injected with saline several times it was two spots. She also had a lump on her chin that was removed during the biopsy. She also stated that her doctor told her never to go back to the dermatologist; if this kind of thing ever happens again to come to him. The scar on her chin could have been neater if he did the surgery to remove some nodules. At the time of report, she still has 2 nodules by her eye and cheek and the scar on her chin. Medical history includes struck by lightning, depression, nerve and muscle damage, post-traumatic stress disorder, and drug allergies to amoxicillin, oxaprozin ( daypro), and tramadol (ultram). Concomitant medication includes bupropion hydrochloride (wellbutrin sr). No further relevant information reported. Additional information for sculptra aesthetic (lot # unknown and expiration date: unknown) from product technical complaint report case ID (B)(4) dated (B)(6) 2012, received by (B)(6) on (B)(6) 2012: batch record review (brr) was without hint to root cause. An investigation has been performed and the results are discussed her as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches available on the us market during 2006. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event occurred have been picked out. The verified batches were: batch a4003, batch a5006, batch a5007, batch a5008, batch a5009, batch a5010, batch a6011, batch a6012, batch a6013, batch a6015. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. Nevertheless since we cannot analyze the complaint sample, we reserve to close this complaint as no conclusion possible for the lack of an important element of evaluation that is the complaint sample itself. Conclusion: no investigation possible. Additional information was received from the consumer on (B)(6) 2012: the patient's height, weight, concomitant medication, and medical history including drug allergies were reported. Poly-l-lactic acid treatment date was up-dated to (B)(6) 2006 from 2006. The onset dates of the events were reported as 2007-2008 (initially reported as 2011). The biopsy results were provided and added to the other test screen and narrative. No further relevant medical information was reported. Additional information received from food and drug administration (B)(4) [via the medwatch program] and received by sanofi on (B)(6) 2012: additional information regarding the events was reported, and corrective treatment was added. No further relevant information provided.